Event description:
A peritoneal dialysis (pd) patient contact contacted (B)(6) technical support to report a 16-5301-0 - micropore-surgical tape 1x10yds. Patient contact reported that the patient started experiencing itchiness after using the paper tape last month. He does not get a rash, and his skin does not get red. She's been changing the spot where she puts the tape on his skin to help limit the itch. No pickup is needed. No further information provided. Patient involvement is unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).